Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that physician found leakage in y-junction. The catheter was placed on (B)(6) 2012, the catheter was pulled and replaced on (B)(6) 2014. Permanence time of the catheter in the pt 1 year with 8 months.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.